Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-00033; 2938836-2019-17039. It was reported that the right ventricular (rv) and the right atrial (ra) leads exhibited oversensing of noise. The device was under advisory. The entire system was explanted and replaced. The patient was stable and recovering.

Manufacturer narrative:
The reported field event of intermittent rv lead noise was confirmed by reviewing the electrograms in the device image. However, the reported field event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis was normal. No anomaly was found.